Event description:
Surgeon implanted lag screw and the tip of the coupling screw broke off inside the lag screw. The coupling screw fragment remains inside the lag screw which is implanted in the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion drawn, as no device was returned.